Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip would not separate from the catheter. After multiple attempts the clip eventually separated from the catheter. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. Note: it was reported that the scope used was a duodenoscope. However, per the instructions for use, hemostasis clip is designed to be compatible with forward viewing endoscopes only.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.